Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. According to a report received via distributor form it was reported that the patient was hospitalized on (B)(6) 2025. No symptoms and no treatment were reported. It was unknown what the cgm device was displaying at the time of the event. At the time of the report the patient was still in the hospital. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-264857 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.